Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. Reportedly, the customer went to emergency room (ER) where customer was treated with carbohydrates and unspecified medication. The customer left the ER same day with the issue resolved. No additional information was provided and the customer declined further troubleshooting with tandem technical support (cts). Cts educated the customer to not be connected to the pump during the fill tubing process.